Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Functionality verification was tested and failed. Upon power up, the cycler screen was blank. The ¿stop¿ and ¿ok¿ buttons lit but there was no display due to the blank screen. The screen functions were unable to be configured. It was identified that the cause for the blank screen was due to a a burned coil on transformer of the inverter board. There were no other visual discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt coil on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was found to be black upon completing treatment. The buttons on the screen were not lit up, however would make a sound when pressed. The power cord is connected directly into a three-prong wall outlet that was shared by a lamp. There was no bad weather or power outage. The patient reset/rebooted the cycler and ensured that the power cord was secured at both ends, however, the issue persisted. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient did not have manual supplies to complete their treatment. Upon follow up with the pdrn it was reported that there was no harm or injury reported. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the coil on the transformer of the inverter board was burned.